Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
Additional information was received on the infection which was inadvertently reported in a new manufacturer's report number (1644487-2013-00894). A correction manufacturer report was sent to address that the infection had been previously investigated in this report. Please see below for all relevant new information for the infection. It was reported that the patient developed a local infection shortly after implantation due to the patient scratching the chest incision. Upon follow up with the physician, it was found that the infection was observed after implantation; however, it was unknown if any cultures were taken. Additional information was received from the surgeon's office. It was stated that the patient caused the wound or focal infection by scratching at the chest incision. Per the nurse, notes dated (B)(6) 2006 again noted that the patient picked at the scars. The patient stayed at the nursing home for several weeks after the initial implant, after which the wound healed. A review of the generator and lead device history review found that both devices met all final testing specifications and sterilization standards prior to distribution.

Event description:
The reporter indicated that during the first system diagnostic test at implant, the pt experienced bradycardia for about 7 seconds then about 7 seconds of asystole. The event subsequently resolved without intervention. When the test concluded, the pt resumed a normal rhythm. During the second system diagnostic test the pt again experienced bradycardia. The lowest heart rate was 44 bpm; the pt's normal rythm was about 67 bpm. The pt's incision sites were closed. Approx 3 weeks later, it was reported that the device was going to be explanted due to an infection. It was further reported that the pt is picking at the incision so much that an infection has occurred. The pt is reportedly mentally disabled. Bradycardia/asystole are known to have occurred in some pts during the initial lead test at implant. The cause of the infection is likely from the pt irritating the incision site.